Manufacturer narrative:
Qc was within the established ranges prior to the event. A field service engineer (fse) went on-site, replaced sample mixer paddle and performed all top end alignments.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting one erroneously low bun (urea nitrogen) generated by the unicel dxc 600 pro synchron clinical system. The original result was suppressed low and when repeated on a different instrument, the result was amended to 10mg/dl.